Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a captiflex polypectomy snare was used in a colonoscopy procedure on (B)(6), 2010 involving a (B)(6) old male patient (patient weight is unknown.) According to the complaint, during the procedure the physician attempted to use the snare to remove a large polyp from the colon. However, after the snare was engaged around the polyp, the wire around the handle was reported to have broken. Additional follow up revealed that the wire was extended and the handle moved freely without any movement to the wire, however no visible damage was noted to the handle cannula on the device. The procedure was completed with a competitor's device with no patient complications. The patient's condition has been described as "fine."

Manufacturer narrative:
An evaluation of the returned product found that the device could no longer retract due to the detached cannula within the handle. The condition of the returned device was consistent with the complaint that the device could not properly cut the polyp; the complaint was confirmed. The most probable root cause is improper assembly of the handle and handle cannula. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that a captiflex polypectomy snare was used in a colonoscopy procedure on (B)(6) 2010 involving a (B)(6) male patient (patient weight is unknown.) According to the complaint, during the procedure the physician attempted to use the snare to remove a large polyp from the colon. However, after the snare was engaged around the polyp, the wire around the handle was reported to have broken. Additional follow up revealed that the wire was extended and the handle moved freely without any movement to the wire, however no visible damage was noted to the handle cannula on the device. The procedure was completed with a competitor's device with no patient complications. The patient's condition has been described as "fine."

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.